Event description:
Information received from the field does not address the patient's clinical status but notes that prior to implant, telemetry was difficult and programming took a long time. After the pocket was closed, the device could not be interrogated with different programmers and wands. When the device was removed from the pocket but still connected to the leads, interrogation was possible.